Event description:
It was reported that after the patient had radiation therapy, the pulse generator exhibited backup vvi mode. After a device software download, normal device function resumed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.